Event description:
Per provider, defective pe valve assembly. Per the repair statement, this unit is alarming/red light and has leaking bed hoses, heat exchanger, sieve beds, gear clamps and ty wraps.